Event description:
It was reported that the cartridge was leaking from the cartridge tubing. The customer's blood glucose (bg) level was 415 mg/dl. Customer attempted to treat their bg with a manual injection however went to the emergency room. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.